Event description:
The physician reported that the graft was implanted for a taa procedure in 2008. On five months later, the patient returned to the hospital, due to his feet being ischemic. The physician claims that a CT scan revealed that the graft was damaged and the patient underwent immediate surgery, at which time a puncture was found, along with blood leakage at the puncture site. The graft was patched (the patch device used is not known at this time) and the patient is recovering on a wait and see approach. Additional information received on 25 nov, 2008: after a meeting between the physician and several maquet representatives, the physician stated that he does not believe that the event is product related, rather more likely caused by the graft being located too close to a rib that is broken as part of the procedural technique.

Manufacturer narrative:
There is no product being returned for evaluation, therefore, the physician's alleged experience with the device can not be confirmed or denied. We have performed a very thorough review of the device history records for all components used to manufacture the device. Also, the physician has stated that he believes the event is not device related. Following our investigation, our conclusion to the most probable root cause is operational context. Should such information become available, it will be included in a follow-up report. Evaluation - the device history records for the batch were reviewed. Results - all manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. There is no increase in the frequency or severity as indicated via an anticipated or known failure mode based upon risk documentation and/or historical trending.